Event description:
The manufacturer received information alleging ventilator service was required. There was no harm or injury reported. A ventilator was returned to a third-party service center for service. During evaluation of the device at the third-party service center, the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.